Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a pain stimulation implantable pulse generator (ipg) did not last the expected 8 years, as the patient was informed it would last 10 years. The implant remains in the patient's body but is non-functional, and the patient has not used it since 2020. Caller stated that the implant is still in their body, but it doesn't work and they don't want to have a surgery to remove the implant or have it replaced.  No patient complications have been reported as a result of this event.